Manufacturer narrative:
This report is being filed to update the explant date.

Event description:
It was reported that this device triggered elective replacement indicator (eri). The device was explanted but to date has not been received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this device triggered elective replacement indicator (eri). A device replacement was planned. No adverse patient effects were reported.

Event description:
It was reported that this device triggered elective replacement indicator (eri). The device was explanted but to date has not been received for analysis. No additional adverse patient effects were reported.